Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code: qrb.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging issues. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted product will not be returned.